Event description:
A remstar plus c-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indication the blower contributing to the foam degradation inside the blower kit. Additionally, the service technician also noted error code e066 (err_stuck_encoder_b) present in the device logs. There was also presence of dust fail in the device. The device as scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.